Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed that the pump was in good condition and no external damage was noted. The pump history log confirmed that there was a check clutch and motor not running error. It was determined that the cause of the check clutch error was a loose lead screw and carriage nuts. Tightening the lead screw and carriage nuts resolved this. The main board was changed out resolving the motor rate and motor not running error. The pump passed all function and delivery tests following the repair.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a clutch error and the motor was not running. No injury was reported.